Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set and filling the tubing. The customer's blood glucose was 269 mg/dl. The customer treated her blood glucose with a manual injection. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer tested for a potential reservoir and infusion set issue related to the no delivery alarm. The customer was advised to assemble a new infusion set with the current reservoir, but insulin did not exit the tubing. The customer was then advised to try a new reservoir with the current infusion set. The customer then stated that insulin exited the tubing with a manual plunger push. The device no longer alarmed no delivery during the manual prime. The customer was advised that changing the reservoir resolved the issue. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.